Manufacturer narrative:
(B) (4).

Event description:
It was reported during replacement surgery, impedance readings were >40000 ohms on 0-7 with reference electrode 0 at 3-3.5v. Intraoperative stimulation was conducted and the patient was able to feel "good solid stimulation". Post-operatively, the patient continued getting good stimulation. A follow-up report will be submitted if additional information becomes available.